Manufacturer narrative:
The incident sample has been received for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that the patient had an initial procedure on (B)(6) 2012 with a bifurcated, an infrarenal aortic extension, and a suprarenal aortic extension. The patient had an additional procedure on (B)(6) 2012 where a possible type 1b endoleak was identified. The physician could not confirm the location of the leak and elected to implant suprarenal aortic extension. On (B)(6) 2014 during a routine follow up , computed tomography revealed the patient's abdominal aortic aneurysm (aaa) had increased slightly in size and demonstrated a type 2 endoleak with patent ima and lumbars. Patient had no symptoms and the aaa sac diameter had not increased in size. Contrast in sac was minimal. Patient was referred to another physician for a second opinion. The leak remained untreated due to patient's refusal for further imaging and treatment options. Patient cancelled a follow up scan due in (B)(6) 2015. On (B)(6) 2015 patient admitted to the emergency room with emergent rupture. Physicians completed open repair and explant of the graft. Patient stable after surgery. Patient expired in the intensive care unit on (B)(6) 2015.